Event description:
Pt's peritoneal dialysis catheter line was severed by the beta cap adapter. Peritoneal dialysis catheter was inserted into child in 2008. Started using the catheter on child two days later.